Event description:
I had both of my knees replaced on (B)(6) 2015. The knees are from a company name conformis which I was told produced top of the line products. After surgery and when I was placed in therapy, I noticed several people doing better than me. One was a male in his (B)(6) who ran circles around me and on his fourth day could lift his leg, crossing it, and then tied his shoes, I was told not to compare myself to others by my dr. I tried not to do that and continued my therapy in and out of the hospital. I did everything I was asked to do. I was told I was doing great. I knew there was something wrong with the right leg (which before surgery was my strong one) and raised the issue with my dr. I was told to give it more time. I continued to exercise and see the dr. He wanted me to do more surgery around (B)(6) 2016 and told me I would be running up the steps that night. I moved from the area. When I got settled in my new area, I saw a local dr who immediately told me the right knee is loose. I would have to have revision surgery and it would be about the same recovery time. I really don't want to go through the pain again. I figured with the top knee in, there I was one and done. Well I was wrong and will probably have to face surgery in the future. The right knee still hurts on the left side and throughout the back of the knee. It feels like arthritis all over again. If you met me, you would say he looks fine but the right knee gives out especially on uneven surfaces. I was told to compare but it was hard since I had both knees done at the same time. The left one is better, but not great. I went through the cat scan and this product was made to my knee specs. That is what they tell you. I wish I had my real damaged knee back. I could walk on that one too so what is the difference. If you are getting surgery, ask many questions and then ask more. Get a second and third opinion and don't worry about hurting the drs feelings. Do your research and then do more.